Manufacturer narrative:
No product information available at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic left upper lobectomy procedure. The patient's medical history is lung cancer in the left upper lobe. The device was being used for stapling a branch of the pulmonary artery. The surgeon close the device onto the vessel and put the powered handle into firing mode. When the surgeon went to fire, the blue status indicator light illuminated. The status indicator light, handle indicator, and adapter indicator were solid. The reload indicator was flashing. The five white lights were off. The stapler was not able to fire. The jaws were opened and the device was removed. In order to resolve the issue and complete the case, another reload was loaded and fired successfully. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is auto-washer.